Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 system silver ventilator. The device was replaced with the same model. There was no patient involvement, and no harm or injury reported. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The bipap a40 ventilator was returned to the manufacturer's service center for evaluation. Evaluation of the reported issue was not confirmed. Error code e-96 was noted in the error log indicating the device was unable to write to the error log. The printed circuit board assembly was replaced to address this issue. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. The coding grid has been updated to reflect the evaluation findings.